Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. Save to disk analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Two patient alerts for lead failure predictor on (B)(6) 2011. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Seven ventricular non-sustained tachycardia (v-nst) less than or equal to 200 ms between (B)(6) 2011. Concomitant products: d274vrc implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that the device observed invalid data. The patient information displayed as question marks. The patient information was re-entered. The patient had undergone radiation therapy. Numerous parity errors were noted, but they were self-corrected. The device remains in use for continued follow-up with the physician. The right ventricular (rv) lead subsequently tested out of specifications during the manufacturer¿s analysis. Follow-up attempts to gain additional information are in progress. No information was received at this time. The lead remains in use. No patient complications have been reported as a result of this event.